Event description:
It was reported that (2) devices were used during a wedge resection. It was reported by the affiliate that the et45b would not fire on the fourth firing. There was no consequence to the pt.